Event description:
Indication for procedure: biv-ICD upgrade. Procedure: this was a right-sided procedure performed in the or, 3 leads to be removed (active rv implanted 2001; tined rv & atrial lead implanted 1991). Md lased the active rv lead with a 14f sls and removed without difficulty. Second lead, tinned rv lead, md also used the 14f sls. Little progress was made beyond the electrode on the tip of the lead and chose to use traction/counter-traction to remove lead successfully. Third lead, atrial lead. Analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer. Lot history reviews found no issues or nonconformances related to the reported event. Patient's outcome: death.

Manufacturer narrative:
Manufacture dates for all devices: 500-013: july 21, 2008, 500-012: august 6, 2009, 518-062: october 11, 2009, 518-062: august 24, 2009.